Event description:
An integra reservoir 1.5cm dome, flat bottom was reported to have a "burr." The surgeon found a tiny "burr" on the catheter just before implantation. There was no info provided about the pts' age, gender and underlying medical condition because the catheter did not have any contact with the pt. There was no harm to the pt, but it delayed the operation for 15 minutes in order for an exchange to be made. The anesthetized when the delay occurred.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.